Manufacturer narrative:
The customer was informed on how to clean the machine per the service process. We have been unable to confirm the status of the machine after cleaning. The device is being returned for further evaluation. The investigation is ongoing. Follow up report will be filed when investigation has concluded.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that an error message 152 occurred (fluid detected in centrifuge well) and machine stopped including smart suction. Staff noticed fine mist blood spill inside of centrifuge during the end of an open heart procedure. Machine had lack of internal suction. Chief perfusionist replaced with bowl but unable to get machine to work. Used cell saver 5 to complete returning remaining blood to patient. No patient injury reported. No operator injury was reported.